Event description:
The customer reported to olympus that during reprocessing of the evis exera ii ultrasound gastrovideoscope revealed bite damage. There were no reports of patient harm or impact associated with the event. During testing and inspection of the returned device, there was gap between acoustic lens and ultrasound probe and the acoustic lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The bending tube was deformed. Additionally, the evaluation revealed the following findings: there was a gap between acoustic lens and ultrasound probe, the acoustic lens was peeled, due to wear, switch #1 did not work, due to damage on switch #1, an image was frozen and recorded on its own, due to wear of lock engagement lever, up/down knob could not be locked securely, switch #2 had a cut, due to deformation of scope-connector, water tightness was lost, due to a pinhole on bending section cover, water tightness was lost, due to peeling of acoustic lens, displayed ultrasound image was defective, the adhesive around light guide lens had wear, the bending section cover had a cut, the adhesive on bending section cover had a discolored area, due to wear of angle wire, bending angle in right direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value and the channel-tube had a buckle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the gap between the acoustic lens and ultrasound probe, and the acoustic lens being peeled occurred due to a handling mistake of the facility and/or wear/damage caused by increase in time. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.